Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per agiliti - dolphin mattress keeps deflating resulting in patient laying on the bed frame. No injuries mentioned. Agiliti will perform the testing. Complaint # (B)(4) was entered into our system.